Event description:
Home pt (hp) reports incomplete prime of pt line of homechoice set. Hp reports she was able to prime line after restarting with new supplies. No pt injury or medical intervention required as a result of incident per hp.